Event description:
Rectal lacerations due to a sharp edge on the plastic tubing of a personal douche and enema system. The pt purchased the device for home use. After using the product, they discovered there was a sharp edge on the plastic tubing, causing lacerations to their rectal area. The pt sought unspecified medical attention and treatment.